Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this right ventricular (rv) lead exhibited high impedance measurement greater than 2000 ohms and loss of capture (loc). A lead revision procedure was scheduled. No adverse patient effects were reported. It is assumed that a revision procedure was performed however despite repeated attempts for additional information, we were unable to confirm this assumption.